Manufacturer narrative:
Additional information: device evaluation: lens was returned in a micro centrifuge vial. There was clear residue on product. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm,vticm5_13.2, -14.00/2.0/092 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.